Manufacturer narrative:
Evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was reset and displayed a service code 102. The cause for the resets was isolated to a defective t1 component on the computer/analog board. The root cause for the no output on t1 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor reporting that it was resetting.